Event description:
A cerebral angiogram was being conducted. A two vessel study was initiated, and in between runs, clotting was noted. The assistant was flushing the catheter while the radiologist was veiwing the films. The assistant had difficulty flushing and then the radiologist had difficulty. A decision was made to change out the catheter for another one. The pt did not sustain any adverse effect.